Event description:
The customer states that the aeroset analyzer generated high sodium results on initial testing. When the sample was repeat tested a result in the normal range was obtained. An initial sodium result of 170 mmol/l was obtained that repeated at 140 mmol/l. Suspect results were not reported out of the lab with no impact to patient management reported.

Manufacturer narrative:
Investigation summary: customer stated that the aeroset analyzer generated a high sodium result, however, when the sample is rerun they produced normal results. Service was dispatched to the customer site. Service was performed by the field service representative (fsr) in 2007. The fse reported that mixer 1a tubing was trapped between the waste manifold and metal panel therefore, the mixer was not being rinsed. The fsr replaced the r1a shaft tubing, ran 50 plus samples with acceptable results. The issue was resolved with system operational. The event is addressed in labeling: aeroset operations manual list no. 9d06-05 volume 2 of 2 troubleshooting and diagnostic section 10 observed problems page 10-174 page 105. Conclusion: service resolved the issue regarding discrepant results for sodium when using the aeroset analyzer by replacing pinched tubing. No suspect results were reported from the lab with no impact to patient management reported. This is the final report. End of report.